Manufacturer narrative:
No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent an oxford knee surgery about 15-20 years ago. The insert split and will need to be revised. No revision date has been set yet. No further information has been received.